Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, a definitive root cause could not be determined. However, it is likely that power of the monitor cannot be turned on due to failure of the main printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the liquid crystal display (lcd) monitor had no image due to a printed circuit board failure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.